Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad button contacts and a display failure. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. All of the pump keypad buttons were responsive. The keypad cover was removed and contamination was found under all key contacts. Also, during testing, the pump was powered on and the display screen appeared dim and discolored. Additionally, the up arrow, down arrow, and ok keypad symbols were worn, which has no effect on insulin delivery function. (B)(6).